Event description:
It was reported that the device was used during a laparoscopic diagnosis removal of specimen procedure, devices burst while trying to remove specimen and pouch through the trocar. No pt consequences.